Event description:
It was reported that during a knee arthroscopy with acl reconstruction, saline solution was leaking onto the werewolf controller which created sparks during the case. The procedure was completed with a backup device with no delay or patient injury reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. Visual inspection observed no issues functional evaluation of the werewolf controller shows that the device could not be powered on. Further testing could not be performed. The unit was opened and nothing loose or damaged was observed. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found related failures; this failure mode will be trended to assess for any necessary corrective actions. The complaint was confirmed and the root cause is associated with an electrical component failure. Factors, unrelated to the design or manufacture of the device which could have contributed to the complaint event include, spilling of foreign substance onto controller, a power surge in the controller, or failure of an internal component. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.